Event description:
It was reported that the user experienced hypoglycemia after being disconnected from the ilet for approximately two hours while pairing a new sensor and performing a supply change, with continuous glucose and confirmatory fingerstick readings as low as 58 mg/dl and multiple alarms for urgent low, urgent low soon, and low glucose; the user treated with oral fast-acting carbohydrates including juice, glucose tablets, and ice cream, with subsequent recovery to 123 mg/dl. Symptoms included low blood glucose. Outcomes included transient functional limitation requiring self-treatment with oral glucose. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-managed with resolution and that no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.